Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was unknown mg/dl. The customer stated that she cleaned the reservoir compartment and still getting an alarm. The customer also reported via phone call indicating that the insulin pump had a moisture exposure. Customer's blood glucose was 300 mg/dl. Customer notice no delivery alarms occuring frequently. The customer was unable to continue troubleshooting because the button stopped responding. Customer also reported via phone call indicating that the insulin pump had a keypad anomaly. Customer stated that the down arrow is not working. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.